Manufacturer narrative:
Unit received with currents in spec. No unexpected low battery alarm. No button error alarm. Unit received with intermittent button response due to moisture damage keypad trace. Numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was performed. The device was returned for analysis.